Event description:
It was reported that during a robotic proctectomy the jaws of the device broke due to location on tissue and force. The case was completed with the second device with no patient consequences.

Manufacturer narrative:
(B)(4). Batch #: unknown. Additional information was requested and the following was obtained: did the electrode ceramic separate or break off? Unknown. Did the I blade get damaged or break off? Yes. Is the jaw damaged but not broken off? The jaw broke off. Is the top jaw loose but not detached? The jaw broke off. Is the top jaw ptc material damaged? Unknown. Is the black ptc in the upper jaw detached? Unknown. Is the top jaw broken off the of the device? Yes. An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.